Manufacturer narrative:
(B)(4). Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient's scs ipg no longer communicated with external devices, the patient programmer displayed a communication error. The patient stated she last felt stimulation approximately two weeks ago. Follow up identified the patient's physician plans to replace the ipg.